Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt failed therapy electrode recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the pulse wire in the EKG b to distribution node (dn) was open. This caused the electrode belt to fail a te recognition test. Once the front therapy electrode (te) cable was replaced, electrode belt was fully functional. The root cause of the open wire was unable to be positively determined, but was likely caused by excessive force on the cable. No adverse event resulted from the open pulse wire. The last pt to use this belt did not report any deficiencies.